Event description:
It was reported that the patient went to the emergency room for hyperglycemia. The patient's blood glucose levels reached 29.3 mmol/l (527.4 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting, high blood glucose levels and ketone. The patient was treated with anti-sickness medication. In addition, the patient's mother was able to bring down the ketones and blood glucose levels via pen injection. The patient eventually activated a new pod. In addition, the pod's cannula was found to be dislodged and bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No other damages or deficiencies were observed during the investigation.